Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dut in the unit and faulty cm board (main board) a definitive root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: the device was not working due to there was no signal from any output port and all the light-emitting diodes (led) of front panel glowing due to faulty cm board should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customers.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working. The issue was found during service and maintenance. There were no reports of patient involvement.